Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. A 330cm rotawire was selected for use. During procedure, it was noted that the device was difficult to insert and was then removed per usual. The issue was not resolved thus the procedure was cancelled. There were no patient complications reported.